Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument and an alternate dimension exl system and a higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed tnih result.

Manufacturer narrative:
Additional information (07-jul-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. The instrument data log showed atypical aspiration occurred with sample h221270195 at the time of the event. No other samples on that day showed a similar atypical aspiration. A potential product issue was not identified with the loci high sensitivity troponin I (tnih) assay or the dimension exl 200 system. The cause of the event is unknown. The instrument is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00145 was filed 03-jun-2022. Supplemental 2517506-2022-00145 supplement 1 was filed 01-jul-2022

Manufacturer narrative:
Additional information (03-jun-2022): new information on nature of samples provided by the customer. Initial patient sample (B)(6) , processed on 07-may-2022 at 15:02 on dimension exl s/n (B)(6) , obtained: 194.95 pg/ml (correct / reported) discordant result was on a new serial draw processed on 07-may-2022 at 18:24 on sample ID (B)(6) on (B)(6) , obtained: 7.06 pg/ml (discordant / reported) initial patient sample (B)(6) , reprocessed on 09-may-2022 at 14:15 on alternate dimension exl s/n (B)(6) , obtained: 188.76 pg/ml second serial draw sample (B)(6) reprocessed on 09-may-2022 at 18:24 on sample ID (B)(6) on (B)(6) obtained: 167.54 pg/ml initial MDR was filed 03-jun-2022.